Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test for patient performed using one lot. This MFR. Report addresses test three (3) of six (6). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test. Confirmation testing was performed with an unknown test and generated a positive result. The customer stated they used only 5 drops of reagent solution with each test card instead of 6 as indicated in the instructions for use.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-03691 - 1221359-2022-03696.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 189389 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 189389, test base part number 195-430h / lot: 185308. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 189389 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.